Event description:
It was reported impedance readings were >4000 ohms on some/all bipolar pairs. The patient did not report any symptoms; she noted that she had a sever fall several years ago. The patient has not used her stimulation consistently. The patient has considered system replacement. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.